Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, due to leakage from the biopsy channel, proper reprocessing may not have been possible, as a result, the foreign object may not have been removed. However, the definitive root cause could not be determined. It was further noted that the material could not be identified. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed due to insufficient cleaning. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: there was a leak at the channel tube; the distal end insulation inspection test failed; suction connector label damaged; due to damage on bending tube, bending angle in up direction does not meet the standard value; air/water cylinder and suction cylinder had no color; due to damage on channel tube, water tightness was lost; due to burn on plastic distal end cover, insulation resistance value at distal end does not meet the standard value; and light guide lens had a chip. Additional information request is still pending and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a broken bowden cable. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a foreign material that remained from previous procedure that was found in the plastic distal end cover. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.